Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was running on a structured query language (sql) server evaluation license, and the sql server integration services (ssis) evaluation period had expired, which caused the reporting service to fail and not function as expected. A technical support specialist advised the customer to contact the hospital information technology (it) team to renew the sql license, customer acknowledged and later tss verified that extract transform load (etl) was running without errors and customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, refill report was not upto date the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.